Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a motor error alarm during an infusion set change. The customer stated they changed the batter, but the alarm persisted. The customer also reported a no delivery alarm during the prime process. Customer's drive support cap appeared to be normal. The customer also reported insulin did not exit with a plunger push during troubleshooting. It was also found the insulin pump did not alarm motor error when a new reservoir was applied. Customer was advised of a connection issue. Customer's blood glucose was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out the catheter tip. No occlusions were noted.